Manufacturer narrative:
The reported malfunction was observed during review of the history logs. However, the reported problem could no longer be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.